Event description:
It was reported that bd insyte autog bc wing needles are not retracting properly. The following information was provided by the initial reporter: per customer: "it was observed that these needles were not retracting properly. While they remain usable, there is an increased concern about potential needle stick injuries to the staff".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch number [422721] was provided but was not found for material number [382633]

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.